Event description:
It was reported that a hybrid fixation pin that was being used to hold the plate in place broke off in the patient. It was removed with a screw removal set. There are no reports of adverse health consequences to the patient.

Event description:
It was reported that a hybrid fixation pin that was being used to hold the plate in place broke off in the patient. It was removed with a screw removal set. There are no reports of adverse health consequences to the patient.

Manufacturer narrative:
Device was not returned, therefore device evaluation could not be completed. As such, there is no conclusion of the cause of the event. Since the lot number is unknown, no manufacturing records could not be reviewed. Possible root causes are hard bone quality of the patient, full pin tip, applying too much compressive torque on the inserter, not using the fixation pin inserter, or inserting the pin at an angle outside the specified range could lead to the failure mode of the device.